Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while showering. The patient presented to the hospital for a device check. The episode showed noise and oversensing. Some troubleshooting was performed, where myopotential noise was reproduced with manipulation of the pectoral muscle. An automatic setup was performed, which failed in all vectors. Technical services reviewed the available data and discussed this was due to small r-wave signals and large t-waves, such that the r:t ratio was unsuitable. The physician programmed tachy therapy off and the patient remained hospitalized, pending resolution. Technical services recommended x-rays to evaluate system placement , and to compare a current 12 lead EKG with one performed at implant to understand the morphology change that was present in all three vectors. The local sales representative reported that x-rays would be performed. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted but deactivated.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while showering. The patient presented to the hospital for a device check. The episode showed noise and oversensing. Some troubleshooting was performed, where myopotential noise was reproduced with manipulation of the pectoral muscle. An automatic setup was performed, which failed in all vectors. Technical services reviewed the available data and discussed this was due to small r-wave signals and large t-waves, such that the r:t ratio was unsuitable. The physician programmed tachy therapy off and the patient remained hospitalized, pending resolution. Technical services recommended x-rays to evaluate system placement , and to compare a current 12 lead EKG with one performed at implant to understand the morphology change that was present in all three vectors. The local sales representative reported that x-rays would be performed. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted but deactivated. Additional information was received. After three days of being monitored in the hospital, it was determined that there were no programming solutions for the s-ICD; therefore, the device was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The patient was discharged the following day without any complications. The explanted device was not expected to be returned as the patient consent form was not signed.